Event description:
It was reported that valve migration occurred. A 23mm lotus edge valve system was selected for a transcatheter aortic valve replacement (tavr) procedure. Access was gained through the right transfemoral. During the valve deployment, the sheathing aids had difficulty removing. The physician had to use force to get the aids to release and this caused the valve to move from the left coronary cusp side to the height of the annulus. The final position was acceptable with no leak or gradient present. No patient complications.